Event description:
It was reported that the inner sheath, for 26 fr. Outer sheath distal end is damage. The issue occurred during service or maintenance. There were no reports of patient harm.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cause of the damage is considered to be overloading and deterioration over time. Olympus will continue to monitor field performance for this device.

Event description:
No new additional information received from the customer.